Event description:
Ear, nose, throat specialist was suctioning an ear when it was noted that vacuum level was reduced. Afterwards, user noted that there was a crack in the bottom of the suction canister. There were no patient consequences.